Event description:
It was reported that the fowler was stuck up in position due to broken fowler motor actuator and bent fowler bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bracket of the fowler was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.